Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and ua20 (position out of range) messages was confirmed during archive review and functional testing. The root cause of the error messages was a failure of the encoder. The complaint that the platform displayed ua21(position change does not coincide with motor direction) was not confirmed during archive review or functional testing. The customer reported problem could not be reproduced. A review of the archive data showed ua45 and ua20 error messages, confirming the reported complaint. The autopulse platform failed the initial functional testing and was unable to perform compressions due to the persistent ua45 and ua20. The integrated encoder gearbox was replaced to remedy reported complaint. The ua21 reported by the customer could not be reproduced. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaints of ua45 and ua20, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6) displayed multiple errors messages such as user advisory (ua) 45 (not at "home" position after power-on/restart), ua20 (position out of range), and ua21(position change does not coincide with motor direction). No patient involvement.